Event description:
It was reported that the patient suffered cardiac arrest and passed away. It was additionally reported that the patient was found deceased after the permanent pacemaker device company picked up on an abnormal rhythm. The patient was not connected to any power source. The cause of death was unclear.

Manufacturer narrative:
Reference regulatory report MFR # 2916596-2023-06310. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller (serial # (B)(6)) was returned for an evaluation regarding a patient who passed away. No functional issue was reported with the returned device. The log file retrieved from the returned system controller captured low voltage advisory alarm event on (B)(6) 2023 at 13:46:18 relating to depleting 14v batteries. At 16:10:08, the low power hazard became active. The 14v battery/clip appears to have been disconnected from the black power cable at 16:11:52. The 14v battery connected to the white power cable appears to fully deplete at 16:20:09, which is when the no external power alarm became active. The system reverted to the internal 11v backup battery for power. The system operated until the internal 11v backup battery became fully depleted and a pump stop alarm was captured at 18:23:29. Of note, low voltage advisory alarm event was captured on (B)(6) 2023 at 20:21:56 and on (B)(6) 2023 at 16:57:51 because of depleting 14v batteries. There was a power exchange to higher capacity 14v batteries, which cleared the alarms for both these events. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The system controller was tested together with the returned modular cable and no functional issue was identified. A root cause that led to the full depletion of batteries captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.